Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was conducted previously on (B)(4). 1 unrelated non-conformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 were reviewed. On (B)(6) 2015, the patient had a left total knee arthroplasty to address left tricompartmental knee osteoarthritis. No complications were noted during this procedure. Depuy components, including depuy patella and depuy cement x2 were used. On (B)(6) 2018, the patient had a revision to address aseptic loosening. The indications for surgery included worsening pain, instability and preoperative radiographs were reported to show displacement of the tibial component with evidence of loosening of the femoral component. During the procedure, the surgeon observed, abundant synovitis, extensive erosions around the joint implants, the femoral component was loose at the component/cement interface. The tibial tray was loose at the component/cement interface. There was large erosions/bone loss. Competitor components were implanted during this procedure. There was no allegation of deficiency for the patella, and no mention of revising it. Doi: (B)(6) 2015. Dor: (B)(6) 2018. (Left knee).